Event description:
Customer reports to have dropped insulin pump and received an rf pic self test alarm. Customer's blood glucose was 116 mg/dl. During troubleshooting, customer confirmed that drive support cap appeared normal and insulin pump failed self test. Customer was advised that inuslin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump alarmed during the self test due to faulty connector on the radio frequency board. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.